Event description:
A customer contacted beckman coulter inc. (Bec) reporting that a quantity of eighteen (18) bottles of no foam in the synchron lx no foam kit were received damaged due to leakage. The customer indicated that the eighteen bottles had loose caps which leaked. No injury or operator exposure was reported for this event.

Manufacturer narrative:
Customer technical support (cts) sent the customer a replacement. (B)(4).